Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. Resulting, in pacing inhibition. Both the rv and ra leads were explanted and replaced. The patient was in stable condition.